Manufacturer narrative:
H6: a medtronic representative, went to the site to test the equipment. Testing revealed, that all motions failed. The pcu, power tray and motion iu were replaced. Codes b01, c07 and d02 are applicable to this analysis. Concomitant medical products: other relevant device(s) are: product ID: bi71000180, bi71000860, bi71000861. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them, because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that  the power conversion board was damaged. The battery tray was replaced, due to a potential vulnerability in the older style power tray and conversion enclosure, the q28 relay likely shorted out, causing the motion controllers to switch off on boot up. This case was created to capture the further work needed to bring the system back to 100%. Only the manufacturer representative was involved in this fault discovery. During further testing after the power systems were replaced, the system would shut down when motions commanded (particularly when the robotic movements hits the hard stops) based on the experience of the rep, it looked like a canbus fatal error and due to the nature of the issue happening during motion controller use, the motion interface board was replaced. Troubleshooting was performed and the system also showed evidence of trying to boot up without the umbilical cable attached when in off mode without the power button pressed. The probable cause of the reported issue was in rush from 400v during power tray replacement. The next step was to replaced power tray, power conversion enclosure, and motion interface board. There was no patient involvement.

Manufacturer narrative:
H3,h6) no parts have been received by the manufacturer for evaluation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3/h6: the enclosure motion control, lot number: 71769921 rev. 3, was returned and analyzed. The device was installed in a test system. Motion calibration passed and the system initialized. Motion, generator, communication and charging readied. Both 2d and 3d images passed. Docking the system was successful and the door opened and closed successfully. Codes b01, c19, and d14 apply. The power tray, lot number: 170619566 rev. 4, was returned and analyzed. It was verified that both fuses in the power tray tested good. The device was installed in a test system. The system powered on, booted and readied several times successfully. The system functioned as expected. Multiple 2d and 3d imaging were taken and successful. No functional problem found while under test. Codes b01, c19, and d14 apply. The power conversion enclosure, lot number: fu102 rev. 9, was returned and analyzed. The device failed bench testing. Transistors q1, q28 and q14 failed, the transistors were shorted. Codes b01, c02, and d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.